Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Medical device reporting for manufacturers - guidance for industry and food and drug administration staff, issued on november 8, 2016, provides guidance on MDR reporting as it pertains to delay in surgery in section 4.1. It states: "if the failure of a device causes a delay in surgery and this delay may have caused or contributed to a death or serious injury to a patient, then this event would be reportable." For this particular reported event, no known impact or consequence to the patient was reported. The guidance goes on to state, "if you determine that your device did not cause or contribute to a death or serious injury, the event may still be reportable if you determine that the device malfunctioned and the device, or similar device you market, would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." Due to the extended exposure of anesthesia of forty-five (45) minutes and potential complications which can occur during a hip replacement procedure, this event is being reported solely due to the forty-five (45) minute delay and not the malfunction. Complaint information provided by distributor, (B)(4). Report source: foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the mis cutter set was dull/unusable. A forty-five (45) minute surgical delay was reported. No patient impact was reported as a result of this malfunction or delay.

Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event was confirmed. Some of the cutting teeth on the reamer were dull and had nicks and gouges out of them. There were scratches and nicks throughout the surface of the reamer as well. The returned complaint sample was etched per applicable drawings. Surgical instruments are susceptible to wear and tear, and therefore should be checked for defects before use. In summary, the reported event is confirmed and is attributed to wear. No further investigation is required. Updated e-mail address of contact. Updated based upon receipt of the device. Methods, results and conclusion updated based upon investigation.